Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system / controller d4: model#: 1420 / catalog#: 1420 / expiration date: dd-mmm-yyyy / serial#: (B)(6) d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A review of log file data revealed that the controller experienced an unexpected power loss. It was also reported that the ventricular assist device (vad) exhibited motor start events with parameters outside the typical range. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2025 at 08:19:03, on (B)(6) 2025 at 15:17:39, on (B)(6) 2025 at 14:05:24, on (B)(6) 2025 at 06:13:33, on (B)(6) 2025 at 20:30:13, at 20:51:09, at 20:51:27, at 20:51:36, at 20:52:00, and at 20:53:49, on (B)(6) 2025 at 20:24:30, on (B)(6) 2025 at 15:57:10, on (B)(6) 2025 at 06:35:25 and at 06:38:46, and on (B)(6) 2025 at 09:19:16 and at 11:24:03 in which the motor start parameters were atypical. Log file analysis revealed three (3) controller power-up events with associated motor start events logged on (B)(6) 2025 at 20:51:07, at 20:51:35 and at 20:51:59, indicating losses of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 79% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 80% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for a maximum of 59 seconds. No anomalies were recorded leading up to the losses of power. Log file analysis also revealed ten (10) additional controller power-up events with associated motor start events logged between 13/apr/2025 and 20/apr/2025, indicating losses of power to the controller. The controller was without power for an average of approximately thirty-two (32) seconds. No anomalies were recorded leading up to the losses of power. As a result, the reported event was confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during vad startup. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad stops were all due to accidental double power disconnects.